Manufacturer narrative:
If explanted, give date: no applicable as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A male patient initially reported that he is having issues when he lays down, or when he reclines. He stated he loses his reading ability and his doctor is not sure what the cause can be. Through follow up with the patient it was further clarified that the issue only occurs when he leans back or lays down. He also reported being able to see the circle on the lens especially at dusk and at night. When asked if they were an issue, he stated it was a distraction. He is scheduled this week to have a capsulotomy. The back of his lens is partly cloudy and the doctor will use a yag (yttrium aluminium garnet) laser to make a hole in the lens to clear up his vision. The lens was inserted in his right eye. Follow up with the clinic was conducted. There are no plans to remove the lens but a yag capsulotomy was performed on (B)(6) 2017. Patient seems ok after the yag capsulotomy. Next follow-up will be in (B)(6). No other information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.